Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an electrophysiology study, the system went down. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation of the returned parts showed a defective inverted rectifier d510 which is part of the generator polydoros a100. The 50 khz transformer t2 was found defective. During investigation no final root cause could be identified, but according to expert opinion it was a long term failure, after 9 years of operation. The d510 has been exchanged by the local service organization and the system was returned to normal use. The manufacturer is not considering further actions resulting from this event at this time.